Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's popliteal artery. Upon attempting to inflate the balloon catheter, it was reported that the balloon burst at approx 4 atmospheres of pressure partially expanding the stent distal to the intended target lesion site. It was further reported that the balloon "slipped" out when the balloon burst occurred requiring the use of another balloon catheter to succussfully reposition and fully expand the stent at the intended target lesion site. There were no other complications reported relative to this event.

Manufacturer narrative:
During the product evaluation, an axial fracture site was observed at the proximal edge of the proximal taper. The results of the evaluation suggests the fracture occurred subsequent to successful balloon/stent expansion. The evaluation also showed that since the stent would not typically come in contact with the proximal balloon taper, the stent or stent crimp does not appear to have contributed to the fracture.